Event description:
The pt stated that in october of 2006, she was riding on a bus and felt badly. After getting off the bus, she tested her blood glucose and it measured 30mmol/l (540mg/dl). She stated her normal blood glucose range is 4-7mmol/l (72-126mg/dl). She stated she then noticed that her infusion set was hanging by a thread and she could smell insulin. She stated she changed her infusion set and bolused to lower her blood glucose. The pt did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for eval.